Event description:
A customer reported that a malfunction occurred after the pump was accidentally dropped, displaying malfunction code 9. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer support assisted the caller in resetting the malfunction code and confirmed it did not recur after the reset. The customer was advised to continue using the pump and to reach out if further issues arose.